Manufacturer narrative:
No unexpected no delivery alarm was noted during testing. The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had excessive no delivery alarms. The customer states they had called previously about same issues and had occluded set. The customer's blood glucose level had been 300mg/dl. The customer states they had tried all remedies but the issues persist. The customer was advised the pump would be replaced and returned for analysis.